Event description:
A supplemental report is being submitted due to completion of the investigation on 8 may 2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2205973 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the device, the following was observed: visual inspection: ¿ safety wire luer disconnected from the handle. * ¿ red shuttle is before the ponr. ¿ directional button is in the neutral position. ¿ white tip is withdrawn into introducer. ¿ introducer kink approx. 71.5cm from the distal end of outer sheath. ¿ introducer break approx. 133.3cm from the distal end of outer sheath, introducer remains connected by the safety wire. Functional inspection: ¿ handle actuating fine for deployment and recapture. ¿ unable to remove safety wire. ¿ handle opened and sheath tube observed to be separated from shuttle cap. ¿ all other components intact. The reported failure was observed. *the safety wire luer was observed to be disconnected from the handle, this is likely to have occurred during returns transportation due to no protective packaging. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to device handling and/or difficult patient anatomy. It is possible that the initial failure of the stent deployment difficulty could potentially be as a result of a kinked flexor which subsequently led to the additional failures observed during the lab evaluation. It is possible that the flexor kinked when taking the device out of the packaging, advancing through the duodenoscope or when advancing to the target location due to a tortuous path. From the additional questions, it is not known if the product was inspected for kinks or damage before use. It is likely that the kinks caused a lot of resistance during attempted deployment, which led to the outer sheath break and separation of the sheath tube from the shuttle cap, as a result of this, the stent could not be deployed. The separation of the sheath tube from the shuttle cap is likely to have caused the click sound that the customer has referred to in the event description. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the stent would not deploy and made an audible click sound. The patient did not experience any adverse effects due to this occurrence. The procedure was completed successfully using another stent.

Event description:
Lot number confirmed to be c2205973 on 08-apr-25. Correction report scheduled to include lot number. Reply from the rep was received on 17mar2025: tracking number of complaint device return? - will send you after we receive the device from the rep and processed it for shipping to cws what endoscope type and channel size was used? - 4.2mm what was the position of the elevator? N/a details of the wire guide used (diameter, type, make)? - olympus visiglide 0.35¿ was the zip port facing upwards and slightly curved when backloading the wire guide? N/a did any part of the stent contact the patient's anatomy when the complaint occurred? No please advise the anatomical location of the intended target site. Distal cbd how long was the stent in the patient by the time this complaint occurred? Stent did not deploy for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Another stent was successfully placed was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, I saw a clear kink in the catheter. Based on the event description, I suspect that this was the cause of the issue reported. (If yes, please specify what was observed and where on the device it was observed.) Yes. See previous answer. Was the product inspected for kinks or damage before use? Not known was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) No was the directional button pressed during use? Yes was any part of the stent observed in contact with the patient's anatomy at the time of failure? No was the yellow marker kept in view during deployment? N/a are images of the device or procedure available? No.

Manufacturer narrative:
Lot number confirmed to be c2205973 on 08-apr-25. Correction report scheduled to include lot number. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Evo-fc-10-11-6-b. (B)(6). It wouldn¿t progress fully and then made a crack sound. Updated as per complaint form received on (B)(6)2025: stent wouldn't deploy properly and then an audible "click" was heard in the mechanism and deployment system would not function.